Event description:
During a prostate biopsy the biopsy gun misfired twice and had to be replaced. The provider will shoot the gun to grab the tissue, but it will not fire so there is no tissue when it is pulled out. Manufacturer response for disposable biopsy gun, (brand not provided) (per site reporter). Complaint number [redacted]. This was reported with the supplier as part of our process for product issues for which there is a trend identified. Bd has requested additional clinical/situational information regarding the failures that occurred to help them in their investigation.